Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 300 mg/dl. Reportedly, there were air bubbles in the tubing. It was noted that the air bubbles were primed out and that a bolus would be administered.